Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2020, a gore® excluder® contralateral leg component was to be implanted as part of an endovascular treatment of an abdominal aortic aneurysm. During the procedure, the gore® excluder® device was advanced to the target position with some reported resistance. An attempt was made to deploy the contralateral leg endoprosthesis, but strong resistance was reportedly felt when the deployment line was pulled. According to the report, the deployment line was pulled 4 to 5cm, but the edge of the device would not deploy. The device was removed from the patient, and replaced with a new device. The procedure went forward to completion without any further reported complications. The patient tolerated the procedure.

Manufacturer narrative:
H6: conclusion coding updated. The gore® excluder® contralateral leg component was received by gore from the facility and an engineering evaluation was performed. The device evaluation showed the following: blood residue was observed on the device and in the catheter, indicating that it was inserted in the patient. The deployment line was intact and undamaged through the stitching of the sleeve. The deployment line loop had unlaced successfully from the third and sixth double stitch of the sleeve. After the two slip knots on the deployment line loop, the deployment line end was pulled through it creating a knot which prevented the sleeve stitches from unlacing. The findings from the evaluation are consistent with the physician¿s observations. CAPA request or131102 was opened to look further into this event. Capa101628 is open for this type of event. The cause for the inability to deploy the stent graft was the deployment line was pulled through the slip knots on the deployment line loop creating a knot that prevented the sleeve from unlacing.